Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in a telemetry signal loss where multiple beds are showing a couple seconds up to a minute of signal loss (triangle wave). When the small increments happen they are close together and can stretch up to a minute. The biomedical engineer said the staff is not too concerned but it concerns the biomed. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was in intermittent signal loss across the telemetry system. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in a telemetry signal loss where multiple beds are showing a couple seconds up to a minute of signal loss (triangle wave). When the small increments happen they are close together and can stretch up to a minute. The biomedical engineer said the staff is not too concerned but it concerns the biomed. No patient harm reported. More information received from the bme is that the issue has been resolved but did not specify how it was resolved. Investigation summary: the customer reported that the issue was resolved and no further assistance was needed. The customer did not provide information regarding the resolution. Root cause cannot be determined. Nk tech support educated the customer on the actions to take in the event of a signal loss. As the issue was resolved without nk assistance, it is unlikely that the signal loss was occurring due to a device malfunction. The root cause is likely related to environmental factors. As there is no evidence of an nk device malfunction and the customer was educated, a corrective and or preventative action (CAPA) is not warranted. The following fields are not applicable (na) to this report: d4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. The following field(s) contain no information (ni), as attempt to obtain information were made, but none were provided: manufacturer narrative; b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: adverse event problem codes h10: additional narrative/data. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in a telemetry signal loss where multiple beds are showing a couple seconds up to a minute of signal loss (triangle wave). When the small increments happen they are close together and can stretch up to a minute. The biomedical engineer said the staff is not too concerned but it concerns the biomed. No patient harm reported. More information received from the bme is that the issue has been resolved but did not specify how it was resolved.